Manufacturer narrative:
UDI # unknown. (B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for aa6095r02 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not yet received.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 9611594-2016-00113 for the first event. It was reported that after the previous clips broke, a new kit was used on (B)(6) 2016. Again, two of the three clips maintaining the gastropexy gave in. The third remained, and the tube remained in place. A third kit was used without incident. There was no injury to the patient reported.